Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Continuation of medical devices: 6947m55 lead implanted (B)(6) 2013, 310f31 valve implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was a member of the product surveillance registry clinical study.